Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2, reference MFR report #: 3006705815-2018-00573. It was reported that the patient experienced a fall and had a small open area just below the mid back incision where the leads were inserted. Reportedly, the patient's wife has been dressing the site and denied any infection. As a result, surgical intervention may be taken to address the issue.